Event description:
Report received of particulate distal to the back check valve of the primary tubing set. Prior to an unspecified outpatient medical procedure,the nurse spiked the primary tubing set into a 500ml 0.9% saline bag and connected the primary tubing set to the pt's peripheral venous access device. The nurse initiated the gravity infusion at a "wide open" rate. The pt noted what appeared to be a "bug". Distal to the back check valve of the primary set. The nurse immediately stopped the infusion. Was resumed. The pt's vital signs were monitored every 5 minutes during the procedure and for 2 hours post procedure. The pt's vital signs remained stable and the pt was discharged home. There were no reported adverse pt effects. No medical intervention were required. Though requested, no additional information was provided.